Manufacturer narrative:
Other applicable components are: product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead product ID 97714 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2017. It was reported that they had their system replaced because of an issue. The patient stated that the wrong leads were put in, but then clarified that the leads were not placed in the right area and their stimulation wasn¿t in the correct area. The patient reported that they kept trying to ¿spread it¿ but it never reached that area. It was confirmed that the patient was referring to stimulation not reaching the correct area. It was noted that his had been an issue since the patient was implanted on (B)(6) 2015. It was further reported on (B)(6) 2017 by the patient¿s healthcare provider (hcp) that the lead was placed in the ¿right way.¿ however, the lead was ineffective and was changed. No further complications were reported or anticipated. Indication for use is spinal pain.